Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified fibular artery and posterior tibial artery. After a 300 cm straight tip v-14¿ controlwire® guide wire was advanced but failed to cross the lesion. The device was felt stuck when it was attempted to be withdrawn. When the device was removed, it was noted that the distal part of the guide wire fractured. The detached tip was removed using a snare. The procedure was completed with another v-14 guide wire. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was corrected that the procedure was completed with a different brand guidewire.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was returned in a generic plastic bag. The unit returned has wire kinked, as part of overall visual revision. The device has several kinks along their body and distal tip; besides, the guidewire has the distal tip detached, it is located approximately at 298.3 cm from the proximal end. The overall length and outer diameter (od) of the distal tip could not be performed due to the device condition (distal tip detached). The od of middle of the device and od of proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was corrected that the procedure was completed with a different brand guidewire. It was corrected that the procedure was completed with a different brand guidewire.